Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll benelux. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing and defib testing without duplicating the report. The customer's battery was not returned for testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.